Event description:
The application installation specialist reported the user failed a proficiency survey for po2 on three of five samples tested on the omni (6) analyzer. All results provided are in mmhg. Sample 1 result was 61 (60.6) and the acceptable range was 81-107. Sample 2 result was 78 (77.6) and the acceptable range was 93-120. Sample 3 result was 58 (58.1) and the acceptable range was 72-97. No patients were affected by the event and no questionable patient results were reported outside the laboratory. The user had not experienced any issues with calibration, quality control or patient samples. It was noted the user did not allow the survey material to equilibrate to room temperature for 24 hours prior to testing the material as recommended in product labeling.

Event description:
Customer reported that on (B) (6) 2010 he was doing yard work, went inside, took a reading on his freestyle lite blood glucose meter, received a result "over 350 mg/dl" and self-administered 11 units of apidra insulin (a fast-acting insulin). He further reported the next thing her knew he had lost consciousness and his children found him and called the paramedics. The paramedics checked his glucose on an unknown brand of meter and received a result of 20 mg/dl. Customer thinks they gave him some kind of sugar "by injection", began an intravenous infusion of unknown type and transported him to a local healthcare facility, where he was diagnosed with severe hypoglycemia. Customer additionally reported his healthcare provider cut back on his insulin amounts. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a DHR of the meter was requested. The device history review for meter (B) (4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent once the investigation is completed.